Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that one of the splines is bent and crushed/lifted rings, however the costumer reported shaft appeared to be bent a little, the visual inspection revealed that the shaft was found in normal condition. The spline bent could be related to the shaft reported by the customer. A manufacturing record evaluation was performed for the finished device 30455338l number, and no internal action was found during the review. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. Also, the instructions for use (IFU) recommended: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab identified a bent spline with crushed/lifted rings. During the idvt procedure, noise was identified on electrodes 5-6 as displayed on the carto 3 and recording system. The physician also identified a slightly bent shaft. The cable was replaced but the noise issue persisted. The catheter was replaced and the issue resolved. The procedure continued and no patient consequences were reported. The noise issue is not MDR-reportable. The bent and lifted spline is MDR-reportable.